Manufacturer narrative:
(B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially questioned parathyroid hormone (parathormone, parathyrin) - pth, intact (pth) results. No erroneous pth results were reported outside of the laboratory. After the initial point of contact and after the field service representative (fsr) visit on (B)(6) 2016, the customer complained of erroneous antibodies to tsh receptor (anti-tshr) results for 2 patients. The date of the event was not provided. The erroneous anti-tshr results for both patients were reported outside of the laboratory. Patient 1 initial anti-tshr result was 26.8 (unit of measure not provided). The sample was repeated 4 times with results of 14.32, 14.01, 15.2 and 15.59. Patient 2 (female with date of birth of (B)(6) 1982) initial anti-tshr result was 2.46 (unit of measure not provided). The sample was repeated 4 times with results of 1.33, 1.44, 2.43 and 2.91. No adverse event was reported. The anti-tshr reagent lot number and expiration date were not provided. On (B)(6) 2016 the fsr checked probe and mixer alignments and liquid level detection voltage. Pinch valve tubings and measuring cell were replaced. It was noted that the customer is not using rack inserts with 13 mm tubes.

Manufacturer narrative:
The investigation was unable to identify a specific root cause. It was noted that the customer has started using rack inserts for the 13mm tubes and has had no further issues.